Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for the first 3-4 months after implant, they were able to charge their implant fine, but then they had issues with getting the implant charged because they couldn't get a good connection with the wireless recharger (wr). Pt said that their managing neurologist at the time wasn't able to find a good connection either. Pt said as a result of not being able to find a good connection, it was taking the pt an 1.5-3 hours a day 3 times a week to charge the implant up, pt said this was hard on them mentally. Pt said they want to change back to having a non rechargeable implant, pt said tested the patient's implant battery and told the pt no, that they didn't need a new implant battery. Pt said that they found a manufacturer rep, that helped them and knew what they were doing. Pt said that the manufacturer rep, gave the patient two rechargers to use instead of using the wr because the wr wouldn't work for the pt at all. Pt said they would get 4-6 coupling bars with both rechargers, pt said they had worked with pt on coupling and told the pt that getting 4 coupling bars was fine. They offered to trouble shoot with rechargers, pt declined and said that it was their implant that was the issue. Pt said that they would accept receiving a replacement recharger antenna to see if this improved coupling but they don't think that would resolve anything. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharging antenna. Agent sent an email to the local medtronic reps in the patient's area to notify them of the situation. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that one of the manufacturer reps tried to educate the pt while they were still under anesthesia (propofol) when the first got the rechargeable implant but the pt didn't remember any of the education because they were sedated.